Event description:
Procedure: lap appendectomy. According to the rptr: blood was reported in the pt's abdomen one day post operatively. The 1.5 liters of blood was removed. It was noticed by the doctor, the staple line formation on the distal end had come apart. The surgeon used clips to correct the area and stop the bleeding.

Manufacturer narrative:
(B)(4).